Manufacturer narrative:
The reported events of ¿failed to give the impedance¿ and loss of capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture and impedance problem. The lv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.